Event description:
An olympus employee reported on behalf of the customer, when the endoeye flex deflectable videoscope was connected to otv-s300 (visera elite ii video system center) the image appeared for a moment and then immediately black out. The event occurred during preparation for use. The same phenomenon occurred when the scope connector was attached or detached, and the power was turned on again. After the tower was replaced, the image remained blacked out. The subject device was replaced, and the therapeutic laparoscopic colectomy was completed. There was no report of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation but the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide results of evaluation and the investigation. During device evaluation at olympus, it was found the complaint was not confirmed. No image issues were found. Evaluation did find the connection between the insertion pipe and control unit was not secured due to looseness of the insertion pipe. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was noted to be previously repaired in november 2022. Although it was determined that the defect was likely temporary such as system side settings, abnormalities or contact failure of the scope, a definitive root cause of the defect could not be identified since no image abnormalities were found. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.